Event description:
It was reported following implant, the wound got infected so the pump was removed in (B)(6) 2012. A new pump was implanted on the day of this report. The device system had been used to deliver baclofen, morphine and bupivacaine. It was later reported due to the infection the device ¿had to come out for six months¿.

Manufacturer narrative:
Product ID 8598 lot# serial# (B)(4),7 implanted: 2006 (B)(6), product type catheter product ID 8703 lot# j93125985, implanted: 1994 (B)(6), product type catheter. (B)(4).